Event description:
"Ventilation had been started on the patient. Ventilator simply quit." Siemens 300 fuse f1 bad. Brown wire in connector for 390 screen had pulled loose. If it is grounded it could cause f1 to blow. Connector and fuse were repaired.